Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this device was found to be depleting faster than expected. The battery diagnostic data indicates that the power consumption of this device has been increasing for over a year and is expected to continue to increase. As a result, the patient underwent a revision procedure and this product was explanted and successfully replaced with a new device. No adverse patient effects were reported.